Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to alarm for an upstream occlusion. It was reported that a pump was programmed to deliver 250 mls of saline at a rate of 500 ml/hour on the primary setting. The pump said that it had delivered 247 mls, however the 1000 ml bag was noted to be still full and the tubing was kinked above the pump. Any patient involvement, injury or medical intervention is unknown.